Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that the remote manager had failed intermittently, requiring recovery after each dispense. The issue appeared to be mechanical, involving the latch mechanism. Site access restrictions have also contributed to troubleshooting difficulties. A field service engineer and an escort temporarily recovered from the remote manager, allowing medication access. The field service engineer applied corrective actions by greasing the latch and tightening the clamps. After rebooting the machine, the user successfully logged in, recovered the remote manager, and completed three inventory tests without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.